Event description:
During the procedure the microcatheter was placed in the aneurysm and it was easy to push the gdc 10-ultrasoft stretch resistant coil synerg detect circuit in. Suddenly the physician noticed that the device had detached. The physician could not pull or push it to control it. Tried to retrieve the lost coil with a retriever without success. The lost coil is now located in a sidebranch of the media. The patient is ok and has no serious deficits. The physician said that there had not been any complications up to the point when the coil detached, no friction, no tortuous anatomy or anything else.